Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported proximal endoleak 2, distal endoleak 2 with coil treatment, and sac growth. Clinical evaluation refuted the reported favorable patient condition post endovascular repair treatment and placement of a non endologix aortic cuff. There was no evidence of a device failure, rather, there were procedure-related harms (type ii endoleak; sac growth; endovascular repair) likely caused by cautionary product use conditions. The patient was reported to be doing well post repair; there were no reports of further negative patient sequelae. The devices remain implanted in the patient and will not be returned for device evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information was provided, reporting that the patient had a computerized tomography (CT) performed on (B)(6) 2017. The CT confirmed no endoleak.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a limb extension in the left common iliac artery (lcia). A follow up computed tomography (CT) on (B)(6) 2012 showed no endoleaks were detected and the aneurysm measured 51mm which was unchanged from pre-implant data. After the follow up the patient was non-compliant with the recommended post implant surveillance and was not seen until 2017. On (B)(6) 2017 the patient was seen for hypertension issues and a CT was completed. The CT showed the patient had a potential type 1a endoleak and aneurysm sac growth (now measuring 61mm). On (B)(6) 2017 the patient had a secondary intervention. An angiogram confirmed the patient did not have a type 1a endoleak, however, a type 2 endoleak was observed. The physician implanted a non-endologix endurant cuff to extend the proximal seal zone and seal the area between the bifurcated stent and the renal artery where a branch vessel was located. A final angiogram showed the patient still had a type 2 endoleak remaining. The physician identified a type 2 endoleak in the iliac region and elected to complete a coil embolization procedure to seal the endoleak. The procedure was successful and there were no endoleaks present at the end of the secondary intervention. There have been no additional adverse events reported for this patient.